Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number only. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned pump underwent an evaluation. An initial visual inspection did not identify any issues. When batteries were inserted the pump functioned without issue. Device performance data did not detect any system errors or faults with the pump. We were not able to confirm a relationship between the event and the device. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. This likely explains why the pump was making a motor sound without the lights indicating a leak. Potential causes for the issue experienced are:- 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised the complaint has been concluded as ¿no problem found¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported the pico pump worked as it should for about a day but then it made a loud screeching sound and could not achieve vacuum. The dressing full light was displayed even when the pump was not connected to the dressing. The patient had to do extra visits at the hospital for rescheduling, so there was a great delay of at least 2h in the procedure. The treatment continued with a back-up device.